Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank after being exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was not working when the pump was powered on. The pump¿s audible and vibratory alarms were found to be operational. A leak test was performed and a keypad leak was found. The pump was opened to inspect for internal moisture damage and there was corrosion found on the display flex and on the flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.